Manufacturer narrative:
The device was not returned as it was discarded by the hospital . The review of the device history records show no evidence on a device issue that may have an impact on this event. Severals attempts were made to collect information on the inserter used during the surgery . However , the reference and the lot number were not provided . In addition, no communication was transmitted from the reporter that a different instrument was used to continue this procedure. From information provided, based on the product history records and the recurrence of this type of event for this implant, the likely cause for the event is a mishandling while loading the prosthesis on inserter. Indeed , according to the description provided , an hypothesis was made that the scrub tech was holding the device firmly into his hand while threading on inserter which caused it disassembly . However , regarding the absence of prothesis evaluation and the lack of information on the insereter this assumption cannot be validated. The investigation found no evidence to indicate device issue. If additional information was received another report will be sent.

Event description:
Mobi-c p&f us : disassembly. As provided in the complaint report : the implant came apart prematurely. Scrub tech was loading implant to the inserter. While advancing to proper prescribed technique to have 0 in the instrument window, the implant came apart with only two turns before 0 was visible in window. According to the reporter , the cartridge screw was in contact with the inserter . He also mentioned that when scrub continued to attempt to get the up mark lined correctly the implant came apart. No harm or injury to patient. Another device implanted.

Manufacturer narrative:
Additional information was received on 20 oct 2017 from reporter. From additional description received, probable root cause would be user error, but the different description provided by reporter don't allow manufacturer to define precisely the rootcause. Reporter won't be able to provide additional details on this event. As he already gave us all details he has.

Manufacturer narrative:
Additional information was received on 14 sept 2017 from reporter : according to description received, additional information are needed to understand how surgical technique has been understood by the surgeon. Supplemental requests were sent and answers will be reported in a follow-up medwatch.

Event description:
Mobi-c p&f us : disassembly.

Manufacturer narrative:
Device discarded at hospital.

Event description:
Mobi-c p&f us : disassembly. The implant came apart prematurely. Additional information requested to understand the cause of the event.